Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.

Manufacturer narrative:
Additional information was received that as per the information available, this record will be deemed to be not reportable. It was determined that there is no death or serious injury resulting from this event. Initially the record was reported for o2 flow sensor, however the issue was with the o2 paramagnetic sensor that was showing a wrong value due to the air fcv being faulty. Once the air fcv was replaced, this error was gone. There was no issue with the fio2 sensor.